Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information.  To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. File reviewed. Requested the following information from bq: additional information requested: it was reported that the product was defective, how specifically was the product defective. Please explain. Status of product return.

Event description:
It was reported that a patient underwent a an unknown procedure on (B)(6) 2019 and the mesh was used. It was reported that prior to surgery the case was opened and the shape of the mesh didn't match the product description; looked more like square. There were no adverse patient consequences reported.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 04/01/2020. A manufacturing record evaluation was performed for the finished device lot, and no non-conformance were identified.